Event description:
It was reported that a distal embolization occurred, requiring additional intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, a distal embolization occurred. An additional aspiration procedure was performed to release the embolization. The procedure was successfully completed. No further complications were reported.

Manufacturer narrative:
Fields updated in first supplemental report: a1- patient identifier added d4- medical device information added.

Event description:
It was reported that a distal embolization occurred, requiring additional intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, a distal embolization occurred. An additional aspiration procedure was performed to release the embolization. The procedure was successfully completed. No further complications were reported.